Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to septic shock. Follow up attempts to determine if the implantable pulse generator (ipg) system was related to the septic shock were inconclusive.